Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through follow up with the health care provider, it was learned the device will not be returned for evaluation because it was discarded at the hospital. It was also affirmed the device did not cause or contribute to the event. However, the source and type of infection were not provided. Additionally, no information regarding the condition of the valve at time of explant was provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without return of the device or additional information regarding patient condition or history, device condition or source and type of infection, we are unable to determine root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards was informed a 19mm valve was explanted after an implant duration of 3.87 months due to infective endocarditis (ie). The valve was explanted and replaced with another magna ease valve, model 3300tfx19mm . Type and source of infection were not reported. No further details were provided. Initial information was learned through japan implant patient registry.